Event description:
Additional information received from the consumer reported they had their device removed in 2006 because they weren¿t happy with their device as it stopped helping with their symptoms, so they replaced it with a fusion. According to the consumer the implantable neurostimulator (ins) was removed but wires were left in. Currently the consumer needed an MRI on their back (which was unrelated to the system), and were being told they couldn¿t have it done.

Event description:
It was reported that the patient had their device removed after one year because it was not comfortable. The device was removed in late 2005 or early 2006. The leads were left in the patient¿s body. They were inquiring if it was okay for the leads to remain implanted.

Manufacturer narrative:
Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# lb7893, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. (B)(4).